Event description:
Healthcare professional reported ¿rupture of the allergan device¿. Later healthcare professional reported "capsular contracture baker grade I". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, h11.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d4, d6a, g4, h4, h6.

Event description:
Later healthcare professional reported "capsular contracture baker grade I". This record is for the right side.

Event description:
Healthcare professional reported ¿rupture of the allergan device¿. This record is for an unknown side. Device was explanted and discarded.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.